Event description:
It was reported that the customer experienced low blood glucose levels and was found unresponsive. Emergency medical services were called and customer was admitted to the hospital on (B)(6) 2015. Insulin delivery was stopped and customer was treated with sugar water.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.